Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited noise. The noise was not reproducible with isometric testing and other lead measurements were stable. The device was reprogrammed to accommodate for the anomaly and the patient was scheduled for a lead revision procedure. No patient symptoms were reported. The patient was in stable condition.

Event description:
New information received stated that on aug. 26, 2019, the patient underwent a pulse generator upgrade procedure and the right ventricular lead was capped and replaced successfully. The patient did well during and post procedure.